Event description:
It was reported that the sensing portion of the right ventricular lead exhibited lead fracture. On (B)(6) 2024, the lead was successfully capped and replaced. The patient tolerated the procedure well. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).